Manufacturer narrative:
The following products were returned: freestyle navigator receiver serial # (B)(4) and transmitter # (B)(4). Freestyle navigator receiver passed the automated test. Complaint was not confirmed. Correction: the country of the original reporter (e1) is (B)(6) and not (B)(6).

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A diabetic nurse reported the customer had a freestyle navigator system and the alarm for a low reading did not sound during the night. The customer was found unconscious in the morning and a relative called the ambulance. The paramedics tested the customer's blood glucose and after obtaining a reading of 2.4 mmol/l, they treated the customer with glucose intravenously. The customer was not reportedly transported to a health care facility and no further information about the event is available. There was no report of death or permanent impairment associated with this event.